Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd p100 blood collection system for plasma protein preservation there was an issue with foreign matter. It was stated the consumer was ¿experiencing technical difficulties with the hemogard closure (white device at the bottom of the tube stopper). For one third of bd p100 collection tubes, the bottom white disk of the hemogard device has broken and was recovered in the blood sample.¿ consumer doesn¿t have the bd vacutainer safety-lok or bd vacutainer push bottom blood collection set in the lab, they are currently using a similar product for the collection. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for issues with the mechanical separator for the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, all samples met the required specifications. Root cause description:based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd p100 blood collection system for plasma protein preservation there was an issue with foreign matter. It was stated the consumer was ¿experiencing technical difficulties with the hemogard closure (white device at the bottom of the tube stopper). For one third of bd p100 collection tubes, the bottom white disk of the hemogard device has broken and was recovered in the blood sample.¿ consumer doesn¿t have the bd vacutainer safety-lok or bd vacutainer push bottom blood collection set in the lab, they are currently using a similar product for the collection. There was no report of injury or further medical intervention.